Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging skin irritation and lung disease. The manufacturer was made aware of this complaint through a representative of the customer. Medical intervention was not specified. The device has not yet been returned to the manufacturer for evaluation and there is no contact information to gain additional information on the device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
Device evaluation has been completed. H11 should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging skin irritation and lung disease. The manufacturer was made aware of this complaint through a representative of the customer. During the evaluation of the device, the manufacturer visually inspected the device. The evidence of sound and abatement foam degradation/breakdown was not observed in the device. In addition to above findings, the manufacturer found a dust like contaminate along with hairlike fibers on the rear panel, top enclosure, and the blower box. The ui (user interface) panel, ui knob, keypad, 3rd party pollen filter, blower motor, bottom enclosure, accessory module and sd cover flip doors had a dust like contaminate on them. Evidence of liquid spots with potential mineral deposits on the blower motor and blower box. During investigation, thirty-two errors were logged. Presence of sound abatement degradation was not confirmed using fitt (foam integrity test tool). In this report, due date has been updated. In box d: device avil. For eval and date returned have been updated. In box g: date received by mfg has been updated. In box h: device avil. For eval, device eval. By mfg, device problem code grid, evaluation method code grid, evaluation results code grid and conclusion code grid have been updated.